Event description:
It was reported that during a da vinci-assisted appendectomy procedure, a small piece of a sureform 30 blue reload was seen after the surgeon completed a fire with a sureform 30 stapler instrument. The surgeon originally tried using a white stapler reload but got a message indicating that the tissue was too thick to continue. Therefore, the surgeon change the to a blue stapler reload. When reinserting the stapler, the system prompted that the stapler reload was used. According to the customer, the system also assumed that the stapler reload was a gray instead of blue. After working through the reload issues, the surgeon finally fired the sureform 30 blue reload. After firing, the surgeon noticed a small piece of the sureform 30 blue reload had broken off at the end of the staple line. The surgeon was not able to locate the piece of plastic at the end of the case.

Manufacturer narrative:
The sureform stapler 30 blue reload has not been received for failure analysis evaluation.